Event description:
During the initial implant procedure, after attaching the leads and inserting the device into the body, the communication to the device stopped and it was not able to be interrogated. A new device was selected and successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of failure to interrogate was confirmed. Ble communication was not available upon receipt of the device. A device image was successfully saved using inductive telemetry, and analysis confirmed intermittent ble communication errors. The device was cut open to enable further testing, and battery voltage measurements indicated normal operating levels. Assessment of total projected longevity was performed, and the device battery had appropriate remaining longevity. The reported and observed interrogation ble failures are consistent with a hybrid integrated circuit anomaly.